Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of print outs revealed non-sustained right ventricular oversensing electrograms showing noise. The noise could not be reproduced during provocation testing. No intervention or patient symptoms were reported.